Event description:
It was reported that during a laparoscopy: the surgeon made a first coagulation with the laparoscopy monopolar instrument (handle + tube + insert) and was slightly burned on the thumb of the right hand near the cable plug in area. He noticed that his glove had been damaged. The surgeon did not observe any burn to the patient neither was an electrical arc observed. There was no patient impact in this case and the surgery was not delayed. The surgeon was slightly burned on the thumb (blisters) but no medical or surgical intervention was necessary to treat it. (First of two mdrs to be reported on this product event.) The cable used in this procedure was not produced by this manufacturer.

Manufacturer narrative:
(B)(4). Conclusion: (erbe cable). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Device information: laparoscopic instruments are well-suited for performing a variety of laparoscopic procedures, including cholecystectomy, appendectomy, hernia repair, colorectal surgery, and bariatric surgery. Each modular laparoscopic instrument is composed of three components: a handle, tube, and jaw tip. Many different handles are available as bipolar, axial, ergonomic, and angled handles may be available either rotatable or non-rotatable. Manual surgical instruments are intended for use in a wide variety of surgical procedures including otorhinolaryngology, head and neck, otoneurological, ophthalmic, and various laparoscopic and endoscopic surgeries. The instruments are intended to scrape, cut, grasp, hold, remove, or manipulate tissue or structures. They include instrument trays and suction devices designed to evacuate gas, fluid, tissue or other foreign materials. It is the responsibility of the surgical team to select the appropriate instrument for each case. The instruments can consist of any of the following patient contacting materials: glass, ceramic, titanium nitride, stainless steel, tungsten, thermoset polymers (including silicone), thermoplastic polymers, sterling silver, or chrome-plated brass. Check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments. Do not bend, pry, or use excessive force, breakage or failure of the instrument could occur resulting in possible harm to the patient or user. Inspect components for any damage before and after each use. If damage is observed do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use.

Manufacturer narrative:
The products were returned to the manufacturer and product evaluation was performed by quality engineers. (B)(4) the returned sample was significantly bent; likely due to excessive constraint applied by the user. ((B)(4)- tube) the returned sample demonstrated physical damage on the sheathing; likely due to some chocks at the customer facility. Electrical testing did not identify any electrical leaking. ((B)(4) handle) the returned sample did not present any noticeable defects or damages; the product met manufacturing specifications. The instrument performed correct coagulation without any problem. (Erbe ref (B)(4) - cable) although no visual damages were highlighted, we do not have the capability to perform a full electrical assessment on this device. Product analysis is inconclusive. The product evaluation verified that the devices met the manufacturing specifications and no manufacturing issues were identified. In conclusion, the surgeon was burned twice, the same way but with a different instrument on the second occurrence. The same cable was used for both incidents. The burn was localized only on the thumb near the cable plugging area. We can reasonably suspect that the damage of the glove and the burn were the consequences of an abnormal heating of the handle near the generator plug, which could have occurred if the cable had not been properly dried or if the insulation of the cable was not optimal. The heat that was generated likely damaged the glove, resulting in a burning the user. Although, we cannot perform a full electrical assessment on the erbe cable, we can reasonably suspect that the heating was the result of an electrical arc within the cable because of damage on the cable near the plugging area or the presence of water/residues on the cable at the plugging area. Therefore, the results of the investigation found the root cause of the reported failure is likely the result of abnormal heating of the handle near the generator plug. The final results of the investigation did not require changes to the codes initially reported.